Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s system wasn¿t working. The healthcare provider indicated that they did not have any more information. There were no symptoms reported. The event date was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) clarifying the report of the system no working. They stated that the cause of the system not working was due to general wear and tear with age and that the patient need to have the battery replaced. No actions were taken to resolve the issue of the device not working and the issue has not yet been resolved. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.